Event description:
It was reported that a malfunction alarm occurred with code malf 9. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.